Manufacturer narrative:
The lead was returned in two segments. Externalized conductors due to internal insulation abrasion was found at 2.2-14.9cm from the distal end of the middle segment. The etfe coating was abraded at the same location. External insulation abrasion was found at 14.8-14.9cm and 15.2-15.3cm from the distal end of the middle segment, consistent with lead friction to a feature of the heart. Internal insulation abrasion was found at 3.7-5.0cm and 20.9-21.7cm from the distal end of t he middle segment. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors and fracture were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.